Manufacturer narrative:
Product event summary: device failed e (electomagnetic)-field immunity test; the case was found out of specification (damage to internal conductive coating). The device cable found damaged at the strain relief (cosmetic damaged only). The rf (radio frequency) head device label found delaminated.

Event description:
It was reported the rf (radio frequency) head malfunctioned from sterile processing and pacer clinic. No additional information was obtained through follow up. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.